Event description:
Info received indicates the brake caster on left foot side of the bed is ratcheting when in brake.

Manufacturer narrative:
The tech found the brake caster was out of adjustment. He adjusted the caster to repair the bed.